Event description:
It was reported that during intra-aortic balloon (iab) therapy the patient was being transferred to another room. During the transfer, the cardiosave intra-aortic balloon pump (iabp) hit a few bumps which caused it to unexpectedly reset. There was no reported malfunction of the iab, but the patient was reported to have expired. A separate report has been submitted for the cardiosave iabp under mfg report number 2249723-2022-02304.

Manufacturer narrative:
Complete reporter name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.